Manufacturer narrative:
The investigation is in progress.

Event description:
The FDA notified gore that a voluntary medwatch report (B)(4) was submitted reporting that "pt had laparoscopic hernia repair at this hospital (2009). The pt returned for difficulty with healing and required repeat surgery (2010) for open repair of incarcerated recurrent inguinal hernia with mesh and removal of old mesh; pt tolerated the procedure well and was discharged (2010). The pt required readmission (2010) for wound infection; pt was discharged (2010) with plan to follow up at outpatient wound care ctr."